Event description:
It was reported that the patient developed worsening heart failure, had atrial tachycardia and developed reduced biventricular pacing support with intermittent episodic supraventricular tachycardia (svt). It was also reported that approximately six months ago, it was discovered that the atrial lead was not capturing and was undersensing. The atrial lead was reprogrammed; however, recently the lead began not sensing at all. During the lead revision, it was found that the atrial lead was dislodged. Additionally, the device may have reached the elective replacement indicator (eri) prematurely and the patient's left ventricular (lv) lead was damaged during the procedure. The device, atrial lead and lv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defib lead (B)(6) 2010; 4076 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.